Manufacturer narrative:
No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Contact reports the peek rod broke in situ. It's reported that patient fell on right knee in (B)(6) 2010 with worsening onset of low back pain, right foot numbness, right/left leg pain. CT imaging delineated disarticulation of right l3 screw from the posterior rod fixation. Revision surgery found the rod was broken.